Manufacturer narrative:
Device evaluation: analysis of the returned device identified it to be underweight, an extended opening on the posterior and a black mold like appearance. A visual and microscopic analysis was performed which identified a sharp opening on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Additional/changed and/or corrected data: b.5, d.9., h.3., h.6.

Event description:
Healthcare professional additionally reported "right folded implant per radiology." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right implant exchange due to the patient's concern of the product. Healthcare professional additionally reported rupture and pain. Device has been explanted.